Manufacturer narrative:
H6: investigation summary: photo received for investigation, through the analysis carried out it is possible to observe a deformation in the luer, which may have affected the needle-to-syringe connectivity. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The possible root cause for the incident was the breakage of the mold insert sensor, which can cause deformation of the luer and syringe tip. Corrective actions were taken from the identification of the incident through the replacement of the broken sensor.

Event description:
It was reported that syringe plastipak 20ml ll s/su needle was defective. The following information was provided by the initial reporter: the needle does not attach to the syringe, it seems to be defective. Information added on 26.aug.2021: has any damage to the luer (part of the syringe where the needle is connected to) or mold failure (example: broken, bent, etc) been identified? (B)(6): it was identified an issue in the luer lock of the syringe, which the needle doesn't attach into the connection with the syringe; have you identified any problem/damage with the needle? (B)(6): no. If yes, was the needle bd? Is there a batch/catalog to supply? Are there pictures of the needle? (If the needle is bd and they have identified a problem with it, it will be necessary to check the opening of an occurrence to evaluate the needle. ¿ we await your clarification). (B)(6): the needle was from bd, but there is no issue with the needle. The only product affected by issue and information available is from the syringe. Was the reported incident noticed before, during or after use on the patient? (B)(6): before use in patient, during handling. Was there any harm to the patient/healthcare provider? (Detail). (B)(6): no, none.

Manufacturer narrative:
Date of event: unknown. Initial reporter fax#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe plastipak 20ml ll s/su needle was defective. The following information was provided by the initial reporter: the needle does not attach to the syringe, it seems to be defective. Information added on 26.aug.2021: has any damage to the luer (part of the syringe where the needle is connected to) or mold failure (example: broken, bent, etc) been identified? R: it was identified an issue in the luer lock of the syringe, which the needle doesn't attach into the connection with the syringe; have you identified any problem/damage with the needle? R: no if yes, was the needle bd? Is there a batch/catalog to supply? Are there pictures of the needle? (If the needle is bd and they have identified a problem with it, it will be necessary to check the opening of an occurrence to evaluate the needle. ¿ we await your clarification). R: the needle was from bd, but there is no issue with the needle. The only product affected by issue and information available is from the syringe. Was the reported incident noticed before, during or after use on the patient? R: before use in patient, during handling; was there any harm to the patient/healthcare provider? (Detail) r: no, none.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11/19/2021 h.6. Investigation: samples and photo received for investigation, through the analysis carried out it is possible to observe a deformation in the luer, which may have affected the needle-to-syringe connectivity. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The possible root cause for the incident was the breakage of the mold insert sensor, which can cause deformation of the luer and syringe tip.

Event description:
It was reported that syringe plastipak 20ml ll s/su needle was defective. The following information was provided by the initial reporter: the needle does not attach to the syringe, it seems to be defective. Information added on 26.aug.2021: has any damage to the luer (part of the syringe where the needle is connected to) or mold failure (example: broken, bent, etc) been identified? R: it was identified an issue in the luer lock of the syringe, which the needle doesn't attach into the connection with the syringe; have you identified any problem/damage with the needle? R: no if yes, was the needle bd? Is there a batch/catalog to supply? Are there pictures of the needle? (If the needle is bd and they have identified a problem with it, it will be necessary to check the opening of an occurrence to evaluate the needle. ¿ we await your clarification). R: the needle was from bd, but there is no issue with the needle. The only product affected by issue and information available is from the syringe. Was the reported incident noticed before, during or after use on the patient? R: before use in patient, during handling; was there any harm to the patient/healthcare provider? (Detail) r: no, none.